Event description:
It was reported that the battery was too low, 2.96 volts, when tested in the box. The device subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.